Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that x-ray revealed the lead was dislodged into the superior vena cava. Loss of capture and twiddler syndrome were noted. Lead was explanted and replaced when repositioning was unsuccessful. Patient was in good condition after the procedure.